Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient had an appointment with her hcp on (B)(6) 2024, but did not provide any information about the visit. Patient was called, but no response was received. Due to lack of information, no further investigation or actions were found necessary for this complaint.

Event description:
On april 3, 2024, senseonics was made aware of an incident where the patient had infection at insertion site. Sensor was inserted on (B)(6) 2024 and the patient first noticed infection on (B)(6) 2024. The incision site was oozing and festering and the wound was not completely healed. Patient also had itching. Patient said they had an appointment on (B)(6) 2024 with her hcp, but no further information was provided.